Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the patient had too much urine in her bladder an incorrect evacuation of the urine occurred. There was a urine leak. The incident happened in the surgery department. The patient did not suffer of stones or incrustations. There was no negative consequence for the patient.

Manufacturer narrative:
Qn#(B)(4). The device lot number was not provided; therefore , a DHR review could not be conducted. No sample was returned for investigation, only a photo was provided; therefore, no physical investigation could be conducted. Leak balloon could happen due to various reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore this complaint is not confirmed.

Event description:
It was reported that when the patient had too much urine in her bladder an incorrect evacuation of the urine occurred. There was a urine leak. The incident happened in the surgery department. The patient did not suffer of stones or incrustations. There was no negative consequence for the patient.